Event description:
Patient reported there is a horizontal line on the display of the meter. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in italy while this product is not sold in the united states, it is like or similar to a product marketed in the united states.